Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5109505) regarding the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough and chest and stomach pressure. The patient states they "have persistent cough and frequent hiccup type symptoms. As of today these conditions remain and the cough has become even more frequent. The hiccup symptoms seem to come from excessive of air in my stomach which does cause some chest and stomach pressure." The patient an upper and a lower gi performed in the past 6 month which di not reveal any clear problems. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5109505) regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough and chest and stomach pressure. The patient states they "have persistent cough and frequent hiccup type symptoms. As of today, these conditions remain and the cough has become even more frequent. The hiccup symptoms seem to come from excessive of air in my stomach which does cause some chest and stomach pressure." The patient an upper and a lower gi performed in the past 6 month which di not reveal any clear problems. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box- h: if follow-up, what type? Conclusion code grid, evaluation results code grid and evaluation method code grid has been updated in box g: date recieved by mgf has been updated.